Event description:
Patient came to hospital due to possible rv lead connection failure (volta, sn: (B)(4)). The rv coil impedance since implant showed jumps between normal and above 2000 ohm. An x-ray showed the possibility of a lead connection failure (pin of the lead not deep enough in the connector). During the revision procedure in operating room, this fact could not be confirmed (it was deep enough and firm in the connector), so the rv lead has been explanted and replaced. Preliminary analysis did not show any issue regarding the ICD. The reported behavior is most probably related to rv lead issue.

Event description:
Patient came to hospital due to possible rv lead connection failure (volta, sn: (B)(4). The rv coil impedance since implant showed jumps between normal and above 2000 ohm. An x-ray showed the possibility of a lead connection failure (pin of the lead not deep enough in the connector). During the revision procedure in operating room, this fact could not be confirmed (it was deep enough and firm in the connector), so the rv lead has been explanted and replaced. Preliminary analysis did not show any issue regarding the ICD. The reported behavior is most probably related to rv lead issue.

Manufacturer narrative:
It was reported that the some sensing issues were encountered with the new volta lead (sn: (B)(4)). As a consequence, the whole system (the subject ICD and volta lead) were explanted on (B)(6) 2017.

Event description:
Patient came to hospital due to possible rv lead connection failure (volta, sn: (B)(4)). The rv coil impedance since implant showed jumps between normal and above 2000 ohm. An x-ray showed the possibility of a lead connection failure (pin of the lead not deep enough in the connector). During the revision procedure in operating room, this fact could not be confirmed (it was deep enough and firm in the connector), so the rv lead has been explanted and replaced. Preliminary analysis did not show any issue regarding the ICD. The reported behavior is most probably related to rv lead issue.